Event description:
The recipient went to follow-up appointment 9 months after initial activation. The hearing performance was described as fluctuating due to changes in sound and loudness during the past few months. Furthermore, the speech perception has reportedly declined. The electrode array was fully re-inserted during a revision surgery in (B)(6) 2018. The recipient was re-activated on (B)(6) 2018 and has reported clear hearing perception on channels 1-11.

Manufacturer narrative:
Conclusion: based on the received information, the reported decrease of hearing performance was caused by a partial post-operative migration of the active electrode array out of the cochlea, as confirmed by CT imaging. A full insertion was achieved at the initial implantation. A revision surgery to reposition the electrode array was successfully performed; diagnostic imaging confirmed the array to be in the cochlea after the revision procedure. The recipient has reportedly good hearing perception again, therefore the concerned device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient went to follow-up appointment 9 months after initial activation. The hearing performance was described as fluctuating, due to changes in sound and loudness during the past few months. Furthermore, the speech perception has reportedly declined. Re-insertion surgery is scheduled.